Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: a review of the black box showed evidence of a load step malfunction with a call service 163 load step malfunction warnings. The rewind, load, and prime steps were performed successfully. The pump's cover was removed to find moisture corrosion internally. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The battery cap was undamaged and was able to fit securely.